Event description:
It was reported that during a da vinci-assisted surgical procedure, when the customer tried to use the maryland bipolar forceps instrument by pulling the arm, it did not work. The instrument was found bent upon checking. A backup da vinci instrument was used. The procedure was completed with no report of patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage. The reporter confirmed that no fragment(s) fell inside the patient. There was no patient injury. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint physical damage. The instrument was found to have the main tube broken on the distal end. A piece measuring approximately 0.105 x 0.234 was not returned with the instrument. The entire distal end is detached from the main tube; however, the cables are maintaining the connection between the two components. There was no physical damage found to the proximal clevis. No wires show signs of wear or breakage. No additional damage was found on the instrument. The root cause of broken instrument main tube is typically attributed to the misuse/mishandling. A review of image provided showed consistency with the complaint of bent tip. The main tube was broken on the distal end which is consistent with the analysis result. Root cause of this failure is typically attributed to misuse/mishandling.